Event description:
Approx. 1800 the pressure tubing that had been in place about 24 hrs was found to be disconnected at attachment just below transducer. The tubing had pulled out of male connector. The arterial pressure tubing was replaced with new. It also came apart at the same area. Two more new tubings were found defective upon opening the package. This was the first incident of this type. Rptr has had approximately 8 (eight) other pressure lines separate at the same connection. Other staff members have had similar occurrences.